Event description:
A false negative bhcg result was reported, which was run on the axsym analyzer, and the physician subsequently told the pt that the fetus was no longer alive. On 06/17/1997 the pt sample was drawn and transported to the account for testing. It was stored at 2-8c and centrifuged prior to the first run, which gave an undiluted result of 2.8 mlu/ml. Info from the account indicated that error message 1079 was given twice when the sample was run to warn the user. A second run gave a 1:10 diluted result of <40 mlu/ml and a third run gave a 1:200 duluted <800 mlu/ml. The 2.8 mlu/ml result was reported to the physician and was questioned two days later. According to the account, the sample was recentrifuged and when retested gave a result of 89,000/90,000 mlu/ml. No further pt info has been provided. No report of any injury. The pt was drawn on 06/17/1997 and testing was performed on 06/17/1997, 06/18/1997 and 0/20/1997. An additional sample was drawn on 06/19/1997 and tested on 06/20/1997.